Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 89mg/dl. During troubleshooting, the occlusion alarm was verified and a large gap of air was observed within the infusion set tubing. An infusion set change was performed resolving the issues.